Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-oct-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead migration. The patient stated that they had been doing a lot of bending lifting and twisting, immediately after their initial surgery lead placement. Impedances were normal. The system was reprogrammed according to new lead placement. The issue was resolved at the time of report. No symptoms were reported.